Event description:
The product was used during a gastrectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Nanananananananana4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed; however, the exact cause could not be reliably determined.